Event description:
Boston scientific received information that during a routine in-clinic follow up, the lead safety switch feature was found to have been activated for this right atrial lead. The lead exhibited noise, high threshold measurements and high out of range pacing impedance measurements greater than 2,500 ohms in bipolar configuration. In unipolar, pacing impedance measurements were observed to be 980 ohms and threshold measurements were 0.9 volts at 0.4 milliseconds. Boston scientific technical services discussed a potential lead fracture. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a routine in-clinic follow up, the lead safety switch feature was found to have been activated for this right atrial lead. The lead exhibited noise, high threshold measurements and high out of range pacing impedance measurements greater than 2,500 ohms in bipolar configuration. In unipolar, pacing impedance measurements were observed to be 980 ohms and threshold measurements were 0.9 volts at 0.4 milliseconds. Boston scientific technical services discussed a potential lead fracture. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(6) 2013 - the explant date has been added, we were notified that this device was returned. Outcome was changed to hospitalization. The lead was subjected to an extensive analysis. The performance of the lead under complaint was scrutinized including a visual, a mechanical and an electrical analysis. The inspection of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of some 22.5 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The damages can be considered to be the root cause of the issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.